Manufacturer narrative:
Product complaint # (B)(4). Batch # r59c7k. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned unfired and with 16 double drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that at the time of uncovering the original packing, the surgeon stated that the recharge was disarmed in the lower part in the metallic part, which does not allow the use of this in the procedure. No patient consequence reported.